Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter stated that the ok keypad button was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be peeling at the contrast button. During testing, the contrast and up arrow keypad buttons were intermittently unresponsive; the down arrow keypad button was completely unresponsive. The keypad cover was removed and the up arrow, down arrow, and ok key contacts were found to be misaligned. Contamination was also present under all key contacts.